Manufacturer narrative:
Manufacturer¿s investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This information was previously reported in user facility report # (B)(4) received on 15may2020. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient presented to the hospital with extensive msse driveline infection. A surgical I &d was preformed along the driveline tract with unroofing and repositioning of the driveline. During admission the patient received vacuum dressing and IV antibiotics. Due to the infection, the patient was upgraded on the heart transplant list.